Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer was standing at the central station an was watching her patient, sees a non sustained vt at the monitor but didn't get a alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
No diagnostic/functional testing was performed. Visual inspection found and the fse confirmed, there was no error at the pic system nor in the lead set and no parts were replaced, it was a setting issue by incorrectly configured primary and secondary lead of the connected monitor. Based on the information available and the testing conducted, the cause of the reported problem was a configuration/setting issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. H3 other text : device not returned.